Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 3 or pump error 24 noted. Pump error 53 found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose value was 211 mg/dl. Troubleshooting was performed. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The pump error occurred more than 5 times while performing self test. Insulin pump passed displacement test. The customer was advised to replace the insulin pump and to discontinue use of insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.